Manufacturer narrative:
The reported field event premature battery depletion could not be confirmed by analysis. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported the patient had not attended clinic for 5 years and was not remotely monitored. The patient experienced a vibration from the device and presented in clinic. Upon interrogation the device was found to be at elective replacement indicator (eri). The device was explanted and replaced to resolve the event. The patient was stable. It is unknown at this time if the eri was normal or premature. Further information has been requested but has not yet been received.

Manufacturer narrative:
Further information was requested but not received.